Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, while the patient was sleeping, the pod detached from the infusion site on the arm after approximately 4-24 hours of wear. The mother stated that the patient had been swimming the previous day. The following day, on (B)(6) 2026, the mother checked the patient¿s blood glucose levels by fingerstick and reported a value of 517 mg/dl. The patient subsequently developed symptoms including vomiting, prompting the mother to seek medical attention. The patient was transported to the emergency room and diagnosed with diabetic ketoacidosis. Treatment during medical evaluation consisted of intravenous fluids and insulin. The patient remained under observation for approximately eight hours and returned home the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s908usqs8gza1. Hardware: sm-s908u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.